Manufacturer narrative:
D4 gtin - corrected. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not conducted due to the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. The anatomy of the patient was reported to be moderately tortuous. It is most likely that anatomical and procedural factors contributed to the reported event, but as the device was not returned for investigation this could not be confirmed. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported event stent deployed prematurely during use.

Event description:
It was reported that during a procedure the subject flow diverter stent was not opening distally. The operator tried to push the subject stent further but it deployed inside the microcatheter and got stuck there. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during a procedure the subject flow diverter stent was not opening distally. The operator tried to push the subject stent further but it deployed inside the microcatheter and got stuck there. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.